Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected out of range (high) pacing impedances on this defibrillation lead. It was reported that these measurements were noted after the patient fell on her arm one month post implant.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected out of range (high) pacing impedances on this defibrillation lead. It was reported that these measurements were noted after the patient fell on her arm one month post implant. Additional information has been received that this ICD has been taken out of service due to normal battery depletion. The ICD has been returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis found that this device's longevity did not meet specification for longevity calculations. This device triggered replacement indicator while implanted. Additional information will be provided upon receipt of further analysis testing results.

Manufacturer narrative:
Upon invasive procedure it was noted that there was a loose setscrew. The connections were reestablished and all measurements returned to normal. There were no adverse patient effects and the device and lead remain in service. No additional information is available at this time. If additional information becomes available, the event will be reopened. This investigation will be updated when analysis has been completed. Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.